Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0209467507 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot#: 0209467507, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the relatedness changed from stimulator and stimulation to stimulator and electrode. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0209467507 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 2017-02-28, there was a new decrease of efficiency. On (B)(6) 2017, impedance was greater than 4000 ohms and the battery was low. The high impedance was measured on (B)(6) 2017 and the recurrence of decrease of efficiency requiring a more and more high intensity may be due to a lead conductor/wire break. Regarding the battery, the low battery was probably not a device issue but it was certainly a consequence of the high intensity programmed. It was reported that it was possible the cause was finally a lead issue. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0209467507 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a sysmoid on (B)(6)2017 for high impedance and battery depletion. The lead was explanted and replaced and the device was reprogrammed. It was reported that the electrode was not returned. It was evacuated through the routine practice of the clinic. There was a loss of efficacy, pollakiuria with urinary incontinence, high impedance greater than 4000, and low battery due to normal battery depletion with high intensity programming. The voltage was changed from 4 to 6.5 in 1.5 years. There was a report that the event was serious. Actions taken include an unscheduled visit on (B)(6)2017, the lead and neurostimulator was explanted, a new lead an neurostimulator was implanted, and programming was done. The event was resolved on (B)(6)2017. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0209467507, implanted: explanted: product type: lead. Product ID: 388928, lot# 0209467507, implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported "variable pollakiuria with regular leaks, high impedance, not premature battery depletion as the patient went from 4 volts to 8.3 volts in 1.5 year with high intensity programming." No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a foreign clinical study reported a loss of efficacy, return of symptoms (pollakiuria with incontinence), impedance greater than 4000, and low battery. Factors that may have led or contributed to the issue remain unknown. It was reported that the event was ongoing and the investigator assessed the event as not serious, not related to procedure, but related to the stimulator and the stimulation. No surgical intervention occurred and no surgical intervention was planned. There was a report that an engineer was contacted for other action in the future. Relevant medical history includes idiopathic functional urinary incontinence since 2013. No further patient complications have been reported as a result of this event.